Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had fallen out of bed and is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention took place wherein both leads were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.